Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 3.2, 2.8, 3.0, lab: ng, ng, ng, date: (B)(6) 2009, inratio: 3.8, lab: 3.0.

Manufacturer narrative:
Inratio precision data provided by end-user for lot 214429: date: (B)(6) 2009, 1st inr=3.2, 2nd inr=2.8, 3rd inr=3.0. Mean: 3.00, sd: 0.20, %cv: 6.67. Since 6.67% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed on (B)(6) 2009: inratio: 3.8, ref: 3.0, mean: 3.40, confidence limits: 2.0-5.0. Per event details, tests are conducted less than 30 minutes between two readings. Mean and cv% calculations from comparison test data provided by end-user revealed that both inratio and lab values are within the confidence limits and cv% met precision criteria. The results are not considered discrepant within the context of the documented variability for inr testing. Product deficiency was not established. Meter and strips were not expected to be returned. Further testing is not required at this time. Trending and tracking will be performed in review for strip lot#214492. (Total number of discrepant complaints, including this event, is two.). No corrective action required at this time as no product deficiency was established.